Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not receiving effective therapy from their system. Surgical intervention was undertaken during which the ipg was explanted. Patient has elected to not proceed with surgical intervention to remove the leads at this time.

Event description:
Related manufacturer reference number: 1627487-2023-01689, 1627487-2023-01690.